Manufacturer narrative:
Reporter's email: (B)(6). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation and concern for textured implant device.

Event description:
Healthcare professional reported "right side deflation" and textured to smooth implant device replacement for right side. The device has been explanted.

Event description:
Healthcare professional reported "right side deflation" and textured to smooth implant device replacement for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device outer surface and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.